Manufacturer narrative:
(B)(4).

Event description:
The actual residual pump volume (33 ml) was greater than the expected residual volume (12 ml). Additional info has been requested, a follow-up report will be sent if additional info becomes available.